Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 29 bd plastipak¿ syringes with luer-lok¿ tips had sterility issues. The following information was provided by the initial reporter: "customer reported that they had to reject 29 syringes. There is a (rubber) band over the syringe and it is also sealed. This has released many particles."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-03-08. H6: investigation summary : several photos along with the physical samples were provided to our quality team for investigation. Upon inspection of the product, a green strip is observed inside the blister of two syringes, crossing through the packaging and preventing proper sealing. A device history review was performed for the reported lot 2111038, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The green strip observed is part of the packaging machine. While we could not identify a direct issue, it is believed the piece was not properly put back after routine maintenance was performed, falling into the blisters as observed. During the sealing process, the strip became burnt, resulting in the black particles that can also been seen in the sample provided.

Event description:
It was reported 29 bd plastipak¿ syringes with luer-lok¿ tips had sterility issues. The following information was provided by the initial reporter: "customer reported that they had to reject 29 syringes. There is a (rubber) band over the syringe and it is also sealed. This has released many particles."